Event description:
The reporter stated that the device tubing separated. There was no reported patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.